Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, the doctor was loading the lens and noticed that the lens was defective, incorrectly rolled. It could not be used. There was no patient harm. Additional information has been requested.